Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the contacts on the battery cap were not missing or damaged and the battery compartment and the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. The customer was assisted in performing self test; however, he will perform it once his mother had gotten hold of him. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, displacement test. No unexpected off no power, bad battery , low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).